Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: lot number, and expiration date are unknown; h4: device manufacture date is unknown.

Event description:
It was reported the disposable had medication leftover after the device was done infusing. The infusions were slow, resulting in possible residual volumes of 12 ml, 15 ml, 16 ml. No adverse patient effects were reported by the customer.